Manufacturer narrative:
(B)(4). This is a report where the patient connected to an unprimed patient line before the cassette was loaded into the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section provides step-by-step instructions for properly priming the disposable set. The ¿warnings and cautions¿ section warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient did not properly prime the patient line for peritoneal dialysis therapy. The patient was already connected at the time of the event. The technical services representative assisted the patient with starting the therapy over and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.